Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2021. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ug/m, (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please provide a picture of the non-clinical sample? =>no pictures are available. Device return status: =>we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported that a patient underwent a laparoscopic enucleatic myomectomy on (B)(6) 2021 and barbed suture was used. A non-clinical sample for hands-on demonstration was used on the uterus by continuous suturing. Neither the surgeon nor the nurse noticed the clinical use prohibition sticker on the back side. There was no problem with the patient¿s condition. The surface of the non-clinical sample was not marked, so it was indistinguishable from the clinical sample. There were no adverse consequences to the patient.